Event description:
(B) (4): it was reported during the implant procedure that the device was oversensing and there was a suspected setscrew problem. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommets and a setscrew that was loose/detached.